Event description:
A cartridge change error was reported with the pump. The customer¿s blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. The customer followed instructions to inspect and clean the pump but could not successfully load the cartridge. Customer reverted to an alternate method of insulin therapy.